Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels (360 mg/dl). The customer delivered manual injections and during the call with tandem technical support the contact was assisted on how to manually bolus via the pump to stabilize bg levels. During troubleshooting with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. The contact declined to check infusion set site. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.